Manufacturer narrative:
A sample has been received by company rep. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that eye sutures were needed for a pt because the cut in the knife was upside down. The issue with the knife was noted when opened. The surgery was delayed for 20 minutes and the surgeon found this delay significant. The pt's symptoms were improving and his condition was good at the time of this report. Add'l info has been requested but not received to date.